Event description:
Info rec'd indicates the brake casters continue to swivel when the brake is locked but the caster wheels do not roll.

Manufacturer narrative:
The technician found the casters were worn. He replaced the casters to repair the bed.